Event description:
It was reported that pump experienced malfunction with displayed code and there were no notable events before malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset instructions by technical support, planned to perform reset after obtaining charger, and was advised to call back if assistance was needed, with no additional information available regarding outcome of event.